Manufacturer narrative:
The complainant reported that the sub-optimal tissue processing reported was derived from the "5 hr large/routine" protocol comprising 26 cassettes, which started at 22:00 pm on (B)(6) 2018 and completed at 03:35 am on (B)(6) 2018. The retort in which this protocol was executed was not known; and instrument logs were not available for evaluation because the instrument usb ports were not functional. The discrepancy between the ethanol concentration measured by hydrometer of 80% and that calculated by the instrument software of 100% indicates that a use error occurred during replacement of this reagent. As the instrument software uses reagent concentration to select reagent stations when a protocol is scheduled, the reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. As a consequence, it is likely the reagent with a measured concentration of 80% was used for the final dehydration step of the affected protocol, from which sub-optimal tissue processing was reported. As the minimum final reagent concentration required for ethanol is 98%, use of a reagent at a concentration less than the minimum required for the final dehydration step in a protocol results in re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in the sub-optimal tissue processing reported. Based on information communicated to leica biosystems by the complainant, the facts suggest that the root cause of the sub-optimal tissue processing reported was a use error, which occurred prior to commencement of the "5 hr large/routine" protocol started at 22:00 pm on (B)(6) 2018. This finding is supported by the reported discrepancy between the measured ethanol concentration of 80% and that calculated by the instrument software of 100%, which indicates that a user failed to correctly complete manual replacement of the reagent in accordance with the instructions detailed in the leica peloris/peloris ll user manual.

Event description:
Leica biosystems received a complaint regarding "poor processing"; and a leica north america technical support center representative documented the following information provided by the complainant: "caller states discrepancy in purity. Bottle is 80% but reflected as 100% in software." On 05 july 2018, a leica biosystems senior applications specialist-core histology (fss) documented the following information provided by the complainant: "25 of the 26 samples have been diagnosed, and the remaining sample is undergoing additional analysis"; the reagents on the instrument had been replaced; the quality of tissue processing from a verification run(s) was satisfactory and the instrument logs could not be retrieved because the instrument usb ports were not functional. On 10 july 2018, documented the following information provided by the complainant: "all samples diagnosed, however, they were going to document 1 case that required additional testing in order to achieve diagnosis. Demographics as follows: the patient is a (B)(6) male and the specimen was a lymph node biopsy. He will not be rebiopsied at this time".